Event description:
The core micro drill was sent in for evaluation due to overheating. The event occurred during routine maintenance. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components was identified as the probable cause of the overheating reported.